Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11427r60, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) patient receiving intrathecal lioresal 2,000mcg/ml, 350.8mcg/day. Following a pump replacement (due to normal battery depletion) the patient was sweaty, shaking all over, and having abdominal pain. The symptoms were described as sudden. The pump logs were normal and the hcp was concerned there was a problem with the catheter. A dye study was being considered. The patient was brought back to the operating room on (B)(6) 2015 and the whole catheter was replaced. The patient was doing well afterward and was discharged from the hospital on (B)(6) 2015. Other medications the patient was taking included: zonisamide, trileptal, and abilify. Medical history included: hydrocephalus, ivp shunt, and cerebral palsy. The indications for use was noted as intractable spasticity and cerebral palsy. There were no known drug allergies.